Manufacturer narrative:
(B)(4).

Event description:
Since the drug delivery system was implanted, the patient never experienced therapeutic effect. The patient experienced acute pain. There were no pump alarms. A dye study was performed. The patient heard the hcp (healthcare provider) say there was a catheter problem and the pump was defective and needed replacement. The patient's insurance company would not pay for a new pump; therefore, the hcp was going to "try and repair the current pump." The revision surgery was scheduled for (B)(6) 2011. The pump contained dilaudid. Additional information has been requested, but was not available as of the date of this report.